Event description:
The customer's spouse called and reported the customer was sick with high blood glucose in the 400 to 499 mg/dl range. The customer was treating with the insulin pump until he ran out of insulin. It was stated customer's blood glucose was high, due to running out of insulin in the reservoir and customer did not have any more reservoirs. Caller declined to troubleshoot with the insulin, stating that they would call back in if blood glucose did not go down upon obtaining new reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.